Event description:
On the initial report submitted 12/23/05, section al patient ID# referenced rp200512-1152. The correct patient ID #rp200512-1151.

Event description:
Co received a report that while trying to insert the inner cannula of a 8lpc tracheostomy tube, a crack was discovered on the flange. It was also report that a chip was discovered on the retaining ring of the hub. The caller reported during the replacement process the crack and chip were also discovered on the replacement tube.